Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 160mg/dl at the time of incident. Customer stated changed battery and it just started beeping, unable to do anything on the pump. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was instructed to remove battery for 10 minutes to see if the pump will respond after reset software. Instructed to reinsert battery, pump gave a count down. Was able to navigate the pump, able to re-enter correct time and date. After pump asked if the time and date is correct, pump started to freeze again and keys were again not responding. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.